Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet pump, citing fast-falling glucose around 142 mg/dl with over 11 units of insulin on board and referencing online reports of similar events; the user described not announcing meals except when correcting highs, and troubleshooting and education were provided, including training resources. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included user concern, disrupted sleep, and the need for self-treatment without hospitalization. Investigation included support-led troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction, and the event was characterized as hypoglycemia with cause unclear in the context of nonstandard meal announcement behavior. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.